Event description:
Additional information: additional information was received that contained the log file from the original system controller. It captured driveline fault events on (B)(6) 2019 and pump stoppages on (B)(6) 2019.

Manufacturer narrative:
Section d7: correction. The date of implant was inadvertently entered into d7 in the previous report. It is unknown if the patient's device was explanted therefore there is no explant date available. Section g4: the date received by manufacturer was inadvertently omitted from the previous report. The correct date was 29aug2019.

Manufacturer narrative:
Approximate age of device - 6 years 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the log file began with the controller clock at the default time stamp so the log file initially received was from a system controller that was exchanged to. The log file in controller captured pump stoppages, speed drops below the low speed limit, and driveline fault events while connected to an mpu. After the clock was set the file shows the controller was connected to batteries and then a power module and the pump was operating as expected. These issues only appear to be occurring while the vad is connected to the mpu. Technical services requested the log file from the initial system controller and x-rays of the percutaneous lead. Additional information was received on (B)(6) 2019 stated that the patient had multiple pump stoppages and the patient was reported to have further decompensate per hcp. Technical services confirmed two broken wires in two different phases and the third phase was very critical. The system monitor and pocket controller were unable to display any readings although the green pump running circle was on. After discussion with senior engineer about a percutaneous exchange, it was decided that it was very risky and the patient was worsening hemodynamically. The hcp was going to place the patient on ECMO and a pump exchange was stated to be planned for (B)(6) 2019.